Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant's experience was unable to be replicated as the handle was able to latch and unlatch without locking. The event unit met specifications and there were no visible non-conformances. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: general surgery. Event description: the handle got stuck. Unable to open the handle after closing it for the first time. The device could not be used. The device is available for expertise at the pharmacy. Additional information received by email from applied medical representative on 14june21: these events did occur prior to use on the patient. The user has no pictures of the device. Date of event is unknown. The device was still blocked when the surgeon tried to close it for the first time. The blade wasn¿t engaged. Patient status: not patient related as event occurred prior to use.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: urology. Event description: the handle got stuck. Unable to open the handle after closing it for the first time. The device could not be used. The device is available for expertise at the pharmacy. Additional information received by email from applied medical representative on 14june21: these events did occur prior to use on the patient. The user has no pictures of the device. Date of event is unknown. The device was still blocked when the surgeon tried to close it for the first time. The blade wasn¿t engaged. Patient status: not patient related as event occurred prior to use.